Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled" and "defib disabled" messages. The complainant alleged that this occurred on an unknown day in (B)(6) 2017. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch number 1220908-2017-03374 involving a similar report from the same customer, same device.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer's report. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.